Manufacturer narrative:
This investigation was conducted for an unknown lot number lower back/hip (lbh) 8-hour product. The root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number, a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event/serious/unknown. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Lot trend assmt. & rationale: a lot trend was not performed as the lot number is unknown. Process related was no. Final confirmation status was not confirmed. Site sample status was not received.

Event description:
Event verbatim [preferred term]. Patient removed and looked at hip, it was burning [burning sensation], the heat seemed to escalate [device issue], narrative: this is a spontaneous report from a contactable consumer reporting for self. A patient of an unknown age and gender started to use thermacare heatwrap (thermacare heatwrap) 16 hours on an unknown date for an unknown indication. Relevant medical history and concomitant medications were not provided. The patient previously used thermacare heatwrap 8 hours since 2012 without incident. The patient used the newly purchased 16 hours thermacare heatwrap versus the 8 hours thermacare heatwrap. The patient only had on a little over two hours and the heat seemed to escalate and the patient removed and looked at hip, it was burning. The patient had used the 8 hours product on self and mother 88 years old since 2012 without incident. The patient was afraid to use, and also notified 73 years old brother, that the patient just provided him before his trip, not to use since might cause injury. The patient asked what was going on, if pfizer did not test the products. Thankfully this incident did not happen on patient's elderly mother before she passed. The action taken with thermacare heatwrap in response to the events and the clinical outcome of the events were unknown. According to the product quality complaint group: this investigation was conducted for an unknown lot number lower back/hip (lbh) 8-hour product. The root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number, a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event/serious/unknown. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Lot trend assmt. & rationale: a lot trend was not performed as the lot number is unknown. Process related was no. Final confirmation status was not confirmed. Site sample status was not received. Follow-up (05oct2020): new information received from the product quality complaint group included investigational results. Follow-up (09oct2020): follow-up attempts are completed. No further information is expected.

Event description:
Event verbatim [preferred term] patient removed and looked at hip, it was burning [burning sensation], , narrative: this is a spontaneous report from a contactable consumer reporting for self. A patient of an unknown age and gender started to use thermacare heatwrap (thermacare heatwrap) 16 hours on an unknown date for an unknown indication. Relevant medical history and concomitant medications were not provided. The patient previously used thermacare heatwrap 8 hours since 2012 without incident. The patient used the newly purchased 16 hours thermacare heatwrap versus the 8 hours thermacare heatwrap. The patient only had on a little over two hours and the heat seemed to escalate and the patient removed and looked at hip, it was burning. The patient had used the 8 hours product on self and mother (B)(6) since 2012 without incident. The patient was afraid to use, and also notified (B)(6) brother, that the patient just provided him before his trip, not to use since might cause injury. The patient asked what was going on, if pfizer did not test the products. Thankfully this incident did not happen on patient's elderly mother before she passed. The action taken with thermacare heatwrap in response to the event and the clinical outcome of the event were unknown at the time of the report. Additional information has been requested and will be provided as it becomes available.